Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the bronchovideoscope exhibited error code e216. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged circuit board. Additionally, the image guide corrugated tube coating peeled 1mm or larger. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.